Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals that one of the sleeve assemblies is bent on the distal tip and the second sleeve has approximately 1 cm of the tip broken off. The broken piece was not returned. The femoral rod or the guide frame was bent and the user started drilling before the trocar was locked into the sleeve. Then when the surgeon encountered resistance and pushed through it he drilled through the side of the sleeve causing the tip to break off on one sleeve and drilling through the side wall of the other sleeve. This complaint can be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of 200 devices that were released to distribution in march of 2015. Other than user error a root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported that during an acl repair that two of the sleeves of her rigidfix biocryl 2.7mm cross pins kits were broken. The sales rep reported that when drilling the sleeves they inserted fine but then when drilling the bone block of graft the surgeon encountered resistance and push through it. The surgeon completed the procedure with no patient consequences. It was not until he removed the first sleeve that it was found that a piece approximately 1 cm of distal tip had broken off within the patient's bone. X-rays were done and it was confirmed that this 1 cm piece was surrounded and completely contained within the bone. Also the 2nd sleeve upon removal was found to have a hole in its side. The sales rep confirmed all metal pieces from this sleeve were removed, leaving no loose metal pieces in the patient's joint space. The sales rep reported that there was a 10 minutes delay in the procedure.